Event description:
It was reported that before use, during routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.

Manufacturer narrative:
The failure analysis and testing dept. Received part number 0103-00-0637 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to have damage where the solenoid would insert. Please see attachment. This would cause a helium leak. Probable root cause would be a service or business issue relating to the removal of the part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is service or business issue related.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no harm reported.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h6 (investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) confirmed the reported issue. Fse replaced the high pressure helium regulator, safety disk assembly, tidal volume disk and high pressure 3500 psig pressure transducer to resolve the issue. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received parts with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to have damage where the solenoid would insert. This would cause a helium leak. Probable root cause would be a service or business issue relating to the removal of the part. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified. The root cause or the most probable root cause is design: non-labeling.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2 (report source).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the press xdcr hi press 3500 psig, regulator, high pressure to fix the issue and replaced the tidal volume disk, assembly, safety disk which is for due and helium passed leak test. Loss of 15 psig in 20 min passed function checks.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported issue. Fse replaced the high pressure helium regulator, safety disk assembly, tidal volume disk and high pressure 3500 psig pressure transducer to resolve the issue. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received high pressure helium regulator with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to have damage where the solenoid would insert. Please see attachment. This would cause a helium leak. Probable root cause would be a service or business issue relating to the removal of the part. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ar. The non-conformance's with the returned components were identified. However, the root cause or the most probable root cause is service or business issue related.